Manufacturer narrative:
The reported complaint was not confirmed. During the laboratory evaluation, no failure of the display occurred during seven days of laboratory testing. The product surveillance technician (pst) connected the pump to a system-1 simulator. When powered on, the pump¿s display illuminated. The pst placed ¼ inch tubing into the pump¿s raceway and operated the pump at various speeds for two days with no failure of the display occurring. The pst placed the pump into cold soak at ten degrees celsius for three hours and when removed from cold soak, the pump¿s display illuminated. He placed the pump into heat soak at 40 degrees celsius for three hours and when removed from heat soak, the pump¿s display illuminated. The pst physically agitated the pump during operation with no failure of the display to illuminate occurring. He removed the cover of the pump and inspected connections to the display with nothing found that would cause failure. The pst agitated internal connections during operation of the pump and no failure of the display to illuminate occurred. Per log analysis, it appears the pump never got power and it was not used on 13-jul-2016. The pump was used on 08-jul-2016 and powered up on 10-jul-2016. On those dates there are no indications of any problems. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display went blank. The device was not changed out, as the local knob / central control monitor (ccm) was used to control the pump speed at desired set point. Power to pump was not lost. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2016: during cpb, the display of this small roller pump blanked. The user was able to use the local speed knob and ccm slider to make speed changes and pump information was displayed on the ccm. The blank display did not impact the user's ability to control and monitor pump functionality. The case was completed successfully, without delay and without associated blood loss. The pump was not changed out during the procedure. There was no harm observed.